Event description:
It was reported that the patient presented in clinic for follow up. Device interrogation revealed loss of capture and high capture thresholds due to right ventricular (rv) lead dislodgement. The physician elected to explant and replace the rv lead. The patient condition was stable.